Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/23/2025, it was reported by a sales representative via email that during a quad acl procedure on (B)(6) 2025, an ar-1588rtt2-ib fibertag tightrope ii with internalbrace experienced an issue with femoral-sided tensioning. During the procedure, the graft initially slid into the femoral tunnel smoothly, but when tension was applied to the tibial side, it slipped back out by approximately 4 to 5 mm. Despite reapplying tension to the femoral side, the graft continued to shift when the tibial side was loaded. To stabilize the graft within the femoral socket, an interference screw was added. It appears that the femoral tightrope locking mechanism may have contributed to the graft drift. Additional information requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to inadequate femoral-side fixation.

Event description:
Additional information was received: no delay in the surgery or added anesthesia administered. No photos were taken of the event.